Event description:
Manufacturer received a report that the left footplate fell off the power wheelchair and the user continued to use the chair. The user's foot became jammed into the ground and he suffered a fracture. The adjustment set screw for the footrest assembly had become loose resulting in the footplate falling. The wheelchair was inspected by the dealer who found nothing functionally wrong with the wheelchair. Once the set screw was tightened, the footplate held firmly in place.

Manufacturer narrative:
Dealer inspected the wheelchair and found that the adjustment set screw for the footrest assembly had become loose, allowing the footplate to fall. The set screw was tightened and it held the footrest firmly in place. The wheelchair was operating normally.